Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that five days following a cataract surgery with intraocular lens (iol) implantation, the patient developed inflammation that required steroid treatment. The patient also experienced decreased vision. Additional information was provided indicating that the patient symptoms have resolved.